Event description:
A customer reported to baxter (B)(4) to the baxter technical services that they received a system error 2240 (air in line) alarm on the homechoice. The home patient (hp) stated he is still connected to the machine. The technical service representative (tsr) had the hp cycle power and disconnect to remove the cassette and discard supplies. The tsr explained the alarm and advised to contact nurse about missed therapy. There was no patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).